Manufacturer narrative:
Qn#: (B)(4). Potential lot#: 14f19m0148.

Event description:
The md was preparing the procedure and checked the product. The md found that the swg (spring wire guide) was bent. A new device was obtained.

Event description:
The md was preparing the procedure and checked the product. The md found that the swg (spring wire guide) was bent. A new device was obtained.

Manufacturer narrative:
(B)(4). The customer returned one swg with an advancer tubing, a 2-l catheter, two dilators, ars syringe, transduction probe, a catheter-over-needle, clamp and fastener for evaluation. The guide wire was advanced through the straightener tube but exposed out of the swg assembly, indicating it had separated from the wire snubber. There was no evidence of use on any of the returned components. Visual examination of the returned swg confirmed the guide wire is kinked along its body at two locations. These sections would not have been protected if the swg becomes separated from the wire snubber during shipping, indicating that the guide wire may have been damaged during shipment. The distal j-bend was intact. Both welds appeared spherical and fully formed. The returned guide wire contained two distinct kinks along the guidewire body. The kinks were located 390 mm and 418 mm from the proximal end, respectively. The total length of the guide wire measured to be 453 mm which is within specifications of 444-456 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.452 mm which is within specifications of 0.43-0.47 mm per product drawing. The undamaged portions of the returned wire guide passed through the returned 21 ga introducer needle, dilator and distal lumen of the catheter with minimal resistance. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed with no relevant findings identified. The instructions for use (IFU) provided with the kit informs the user, "read all package insert warnings, precautions, and instructions prior to use. Failure to do so may result in severe patient injury or death." "Do not use if package is damaged". The customer report of guide wire damage before use was confirmed by complaint investigation of the returned sample. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The guidewire was returned with the advancer tubing; however, the swg had been removed from the wire snubber and protective tube. The tubing showed no kinks or stress marks. The portions of the guide wire that were kinked would not have been protected by the advancer tubing if the swg becomes separated from the wire snubber during shipping. Based on the condition of the guide wire and the report that the damage was observed before use, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.